Event description:
Caller reported a malfunction on the pump, but no notable events occurred prior to the issue, and the customer's blood glucose did not exceed 500 mg/dl, indicating no adverse impact to their blood glucose level. The pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin therapy.